Event description:
Further information was received indicating that the patient's device was checked prior to surgery and the generator was still showing high impedance. During the or, the lead was re-inserted into the old generator multiple times and it still showed high impedance. The generator was then replaced and impedance was then 2100 ohms. After surgery, the device was checked again and was showing high impedance. The patient was moved in multiple positions but there was still high impedance and was indicated that this was likely a positional fracture. The patient was taken back to surgery to have the lead replaced. An implant card was later received indicating the patient received a prophylactic battery replacement and lead revision due to high impedance. During product return attempts made, information was received that the site the surgery took place is a no return site and they keep all explanted products.

Event description:
It was reported that a patient's device was showing high impedance. This was confirmed with a second programming system. The patient also verbalized pain around the neck site and an increase in seizures. The physician ordered a chest x-ray. It was unknown if the patient's pain was occurring with stimulation or not as no further information could be obtained through the facility. The x-rays were inconclusive and the patient was referred for full revision. It was noted that the patient had recently sustained a signification fall. The device is turned off at this time. No known surgery has occurred to date. It was noted that the explanted devices would be expected for return. No additional, relevant information was received to date.